Event description:
A healthcare facility in china reported that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to nz for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: UDI details updated section d4: expiration date added section g1: contact person updated to mr. Diego vargas banuelos method: the subject rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare new zealand for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: the photograph provided by the customer indicates the location of the leak was between the chamber and the waterfeedset tube. Conclusion: the subject device was requested for investigation; however it was not provided for analysis. Without the return of the subject device, we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt265 infant dual-heated evaqua2 breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death" - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that a rt265 infant dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Event description:
A healthcare facility in china reported that a rt265 infant dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
Ps437947. Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare new zealand for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: the photograph provided by the customer indicates the location of the leak was between the chamber and the waterfeedset tube. Conclusion: the subject device was requested for investigation, however it was not provided for analysis. Without the return of the subject device, we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt265 infant dual-heated evaqua2 breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death" "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."